Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/24/2024. The following information was reviewed: after investigation, the patient was a 44-year-old female who underwent laparoscopic extended total hysterectomy + double adnexectomy under general anesthesia in hospital on (B)(6) 2024. The surgeon used w9215 to perform the vaginal stump sewing in the way of continuous suturing. During sewing, the suture broke. The surgeon immediately replaced a new suture of the same product code to continue the sewing. The subsequent operation went smoothly. The event led to prolonged surgery (specific prolongation of time unknown) and increased blood loss (specific increase of blood loss unknown). The patient was discharged smoothly currently, and no subsequent adverse event report was received. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 device not returned to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested but unavailable: was there any change in the patient¿s post-operative care due to the prolonged procedure? What was the quantity of blood loss? What is the weight of the patient? Was blood transfusion needed? What is the most current patient status? Please provide the source or name and title of external person providing answers to follow-up.

Event description:
It was reported that a patient underwent a laparoscopic radical hysterectomy and bilateral adnexectomy under general anesthesia. On (B)(6) 2024 and suture was used. During the procedure, the doctor used suture to suture the residual end of the incision for the patient. However, when the incision was halfway closed, the suture broke, causing an increase in bleeding. The surgeon immediately replaced it with the same type and model of suture and re-sutured it, which resulted in an extension of the surgery time. There were no adverse patient consequences reported.